Event description:
It was reported that the patient was an in-patient for an increase in seizures. The relationship to vns in regards to this increase in seizures was not reported. Three good faith attempts have been made to the physician for additional information but no response has been received to date. No other relevant information has been received to date.